Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high at the time of event and the patient was treated with correction bolus via pump and correction injection with multiple daily injections. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010310, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 24-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010310". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010310 was manufactured according to the work instruction (wi) version 120 and manufactured in the line inset 9 on 15/nov/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4l00422 was manufactured according to the wi version 65 and manufactured in the machine itl03 on 15/nov/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) 2083310 was opened during the sterilization processes actions were required. Therefore, device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.